Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A versacross steerable sheath and versacross pigtail wire were utilized for transseptal access and positioning. No pe was observed at the start of the case. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. After the wds required a partial recapture to exchange for a new 24mm wds, a small pe around the laa measuring approximately 4mm was identified on tee. The pe was closely monitored intra-procedurally and did not increase in size. The second 24mm wds was implanted. The patient did not require intervention and was deemed stable at the conclusion of the procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A versacross steerable sheath and versacross pigtail wire were utilized for transseptal access and positioning. No pe was observed at the start of the case. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. After the wds required a partial recapture to exchange for a new 24mm wds, a small pe around the laa measuring approximately 4mm was identified on tee. The pe was closely monitored intra-procedurally and did not increase in size. The second 24mm wds was implanted. The patient did not require intervention and was deemed stable at the conclusion of the procedure.